Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of azygos vein on an esophagectomy procedure, the firing stopped at the point of reaching the vein. The surgeon took a new reload and completed the surgery with no problem. The surgical time was extended by less than 30 minutes. There was no patient injury.